Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, intermittent loss of capture due to dislodgement was observed. Patient was asymptomatic. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was good after the procedure.